Event description:
Patient reported "connective tissue disease or disorder" and "firm and looks abnormal due to capsular contracture". Healthcare professional reported right side rupture and confirmed capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: underweight, yellow particles in the shell, creases fold, wear abrasion, and opening curved on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported "connective tissue disease or disorder" and "firm and looks abnormal due to capsular contracture". Healthcare professional reported right side rupture and confirmed capsular contracture, baker grade iii. Device has been explanted.